Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm leading to a blood glucose reading of 400 mg/dl. Customer was unable to troubleshoot for the issue because the issue had been resolved with a set change. Nothing further was reported.